Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, the screws on the panels have loosened and fallen out. There was no injury reported, however, we decided to report the event based on the potential as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification since a screw had loosened and detached, and it contributed to the reported situation. In the time when the event occurred the device was not being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. Despite a relatively large base of installed products, used continuously, there appears to be only a very low ratio of this type of event with a stable baseline occurrence rate. The supplier of the spring arms led several tests on a spring arm performing 20.000 cycles of up and down movement. The test with a loosened screw, with a complete turn back, shows that it¿s the only case where the screw continues to loosen. For the complaint at hand, the product experts from the manufacturing site indicated the root cause to be most likely related to manufacturing issue, due to an incorrect initial tightening during assembly as the situation was discovered in less than 1 year after the installation of the affected device. To prevent the loosening and the fall of the screw / washer, the technical manuals indicate to check all the fixing screws and to check the hold of the spring arm covers during yearly preventive maintenance. The screws have a long threading, its loosening is visually detectable during cleaning or during yearly preventive maintenance. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 26th october, 2020 getinge became aware of an issue with powerled surgical light. As it was stated, the screws on the panels have loosened and fallen out. There was no injury reported, however, we decided to report the event based on the potential as any parts falling off into sterile field or during procedure may cause contamination.